Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for the implantation site of their evoke closed loop stimulator (cls) not closing properly. The healthcare professional attributed this to suturing technique. A revision was performed to implant the cls at a different site and replace the leads. Following the revision procedure, the patient is reported to be recovering well.

Manufacturer narrative:
The device remains implanted in the patient. The cause of the impaired wound healing cannot be definitively determined but the healthcare professional attributed this to suturing technique. The evoke scs system surgical guide states the following: ¿patients may experience temporary pain at the implant site as the incisions heal after the surgery. Patients may experience redness or irritation at the implant site, in which case they should contact their physician to check the wound for infection or adverse reaction to the implanted materials.¿ the manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.